Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The inflation issue was not confirmed. During testing, the balloon fully inflated and held pressure at 16 atmospheres. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported inflation issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that an armada dilatation catheter advanced to the external iliac lesion without issue. The balloon was attempted to inflate. The balloon would not inflate at all. The device was removed without issue. The sheath was advanced and another armada balloon of the same lot was used successfully. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.